Event description:
The customer reported that during use in non-invasive positive pressure ventilation (nppv) mode via mask, the tidal volume and minute ventilation were frequently displaying zero. The manufacturer's sales staff explained that a display of zero tidal volume and minute ventilation had been confirmed during testing at the hospital. It was reported that no leak was confirmed at that time too.

Manufacturer narrative:
No service completed to date.